Event description:
It was reported that a user experienced a libre 3 plus sensor pairing failure with the ilet system, which was resolved after guidance to rescan the sensor in the ilet mobile app and confirmation of sensor warmup. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of sensor pairing. Investigation included customer support troubleshooting and user education on proper pairing and scanning workflow. Investigation of this case revealed that the initial pairing attempt failed but a subsequent scan established communication and initiated warmup, indicating user workflow error or transient connectivity issue rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error or use error related to sensor pairing steps.